Manufacturer narrative:
Pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Motor passed motor test. No motor error alarm. Drive support disk was inspected and no anomaly was noted. (B)(4).

Event description:
It was reported that customer received a couple of motor error alarms. Customer's blood glucose was 494 mg/dl, which was treated with manual injection. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Insulin pump passed displacement test and self-test. Insulin pump would be replaced per caller's request due to customer's age.